Manufacturer narrative:
The explanted device has been requested to be returned to stanmore implants worldwide for evaluation. The manufacturing records have been inspected and no non-conformance has been identified. The investigation is ongoing and a supplemental report will be provided.

Manufacturer narrative:
The passive tibial component and bumper pad were returned for evaluation. The preliminary evaluation of the tibial component revealed a failure surface which is typical of a brittle fracture associated with the casting material. Further evaluation of the casting material is pending. The results of the investigation will be provided in a supplemental report.

Event description:
This is a supplemental report to 3004105610-2014-00018. (B)(4).

Manufacturer narrative:
The implant had reached maximum extension but had been left in place. The patient was skeletally mature at the time the device fracture occurred. Patient activity levels were not provided to stanmore implants worldwide ltd. The patient was successfully implanted with a mets distal femur with no reported complications. The returned device was sent for further external analysis at the (B)(6). The explant was tested using a scanning electron microscope (sem) and raman spectroscopy. This additional evaluation did not reveal any further information. The testing concluded that the explant surface is typical of a brittle fracture associated with the cast material. The source of the failure appears to originate from an area of high bending stress, particularly with the long stem of this implant. There is no information available regarding the patient's activity levels. Based upon the information available, a definitive root cause cannot be identified. The complaint is being closed, and is tracked and trended.

Event description:
This is a supplemental report to 3004105610-2014-00018 ((B)(4)). The patient was originally diagnosed with osteosarcoma in the right distal femur in 2008. The patient was implanted with a stanmore implants distal femur jts implant. In an email dated july 31,2014, the surgeon advised stanmore implants worldwide that the patient had a fracture of her tibial component and thus required a revision. The fracture was confirmed via a patient x-ray provided by the facility. The patient subsequently underwent a revision on (B)(6)2014, with a mets distal femur implant k121029 without incident.

Event description:
The patient was originally diagnosed with osteosarcoma in the right distal femur in 2008. The patient was implanted with a stanmore implants customer device in (B)(6) 2008. In an email dated (B)(6) 2014, the surgeon advised stanmore implants worldwide that the patient had a fracture of her tibial component and thus required a revision. The fracture was confirmed via a patient x-ray provided by the facility. The patient subsequently underwent a revision on (B)(6) 2014, with a mets distal femur implant k121029 without incident.